Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: cd1211-36 ICD, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2009. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2015-02-28. Device evaluation anticipated, but not yet begun. Mfg date: 2014-02-28. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were several critical battery alarms. The patient stated that the battery life was only four to five hours. Preliminary log file analysis showed high cycle counts. Battery replacement was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two batteries were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed multiple critical battery alarms involving (B)(4) due to a relative state of charge below 10%. The reported critical battery alarm was confirmed. The cycle count of (B)(4) and (B)(4) are over the maximum cycle count value of 375. Thus, both batteries are reaching end of life. The reported high cycle count was confirmed. Analysis of data files revealed that the batteries discharged as expected. However, as part of an internal investigation a field action was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. The investigation determined that there is a potential for (B)(4) and (B)(4) to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported power consumption. Based on the available information, the most likely root cause of the reported power consumption to two batteries with lishen cells that have a potential to malfunction due to faulty internal cell pairs. The most likely root cause of the reported critical battery alarms can be attributed to a battery depleting below 10%. The most likely root cause of the reported high cycle count can be attributed to the batteries reaching their end of useful life. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 3372, 3317 h6 FDA results code(s): 131, 133 h6 FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.